Event description:
Healthcare professional reported "left side was "totally deflated". The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white particles. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool on radius side. The fill test inspection was performed the result is no blockage. Based on the device analysis, the final assessment is a striated edge openings on radius side due to surgical damage. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "left side was "totally deflated". The device has been explanted.